Event description:
Information received from the field notes that during a follow-up exam, the device exhibited dashes (---) for several parameters and a current drain of 57ua. The physician pressed return to standard, but the dashes remained. The device could not be programmed and micro- processor download was unsuccessful. The patient was not pacemaker dependent.